Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ez-io driver stopped as soon as the insertion started into the humerus. It was working before and it worked after, and always displayed the green light. This "inserter" has frequently used the ez-io drivers so they are not a new, unfamiliar user. 45mm needle was used. A new driver was used and they were able to get an IV.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned one ez-io driver that did not exhibit any physical damage or abnormalities. When the trigger was pressed, the green led light displayed. The device was subjected to an rpm evaluation with simulated load pressure, a simulated functional sawbone insertion test, and a force to bog down test. The device demonstrated sufficient power to perform medium to hard bone insertions and functioned properly. The provided needle instructions state "important: use gentle-steady pressure. Do not use excessive force. Allow needle rotation and gentle downward pressure to penetrate bone. Note: if driver stalls and will not penetrate the bone you may be applying too much downward pressure to penetrate bone." However, based on the results of the investigation and the reported information, no root cause could be determined. No further action will be taken.